Event description:
While using a byte night aligner, patient experienced an allergic reaction to the wearing of the aligners. Their gums also became inflamed and infected as a result. They also suffered a chip on upper right molar as a result of wearing the aligners. Doctor advised to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.